Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon was performing a direct anterior total hip. When he attempted to impact a size 52 trident ii shell after reaming to a 52, the cup would not stick in place, on fluoro it was showing that it bottomed to where he reamed however. He then decided to trial with a 54 window trial and it appeared to seat without further reaming but it didn't have "a great bite." He then decided to go with a 56 shell, but first put a 55 reamer in and he didn't even need to turn the reamer on as it appeared to sit in. He attempted to impact the 56 shell where it seemed to bottom out within a few mallet strikes of impaction, however with subsequent strikes with the mallet, the shell backed out a bit visualized on fluoro. We noticed after pulling the shell out and looking at fluro we noticed the cup inserter threads protruding significantly out the backside of the shell. Surgeon then decided to unthreaded the shell enough so the threads were no longer protruding and then proceeded to successfully impact the shell. The affected inserter was part number 2101-0200 lot 133114. It appeared to have 5 threads. We opened a second inserter (lot 133016) we had in house and that inserter had less threads (~3 lot 133114). Update 06/14/2018: spoke with rep. There are no complaints or allegations against the 52 mm shell. Hospital will not provide further information.

Manufacturer narrative:
An event regarding assembly issue involving a cutting edge cup impactor was reported. The event was confirmed by product inspection. Conclusions: the dimensional inspection confirmed the reported event. A material analysis engineer examined the device and noted that the plug welds were fractured on both ends. An nc and CAPA were opened to further investigate the protrusion of the threaded stud. Material analysis confirmed no manufacturing non-conformance. Further, there have been no adverse trends associated with stud length. No further investigation is needed at this time. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon was performing a direct anterior total hip. When he attempted to impact a size 52 trident ii shell after reaming to a 52, the cup would not stick in place, on fluoro it was showing that it bottomed to where he reamed however. He then decided to trial with a 54 window trial and it appeared to seat without further reaming but it didn't have "a great bite." He then decided to go with a 56 shell, but first put a 55 reamer in and he didn't even need to turn the reamer on as it appeared to sit in. He attempted to impact the 56 shell where it seemed to bottom out within a few mallet strikes of impaction, however with subsequent strikes with the mallet, the shell backed out a bit visualized on fluoro. We noticed after pulling the shell out and looking at fluro we noticed the cup inserter threads protruding significantly out the backside of the shell. Surgeon then decided to unthread the shell enough so the threads were no longer protruding and then proceeded to successfully impact the shell. The affected inserter was part number 2101-0200 lot 133114. It appeared to have 5 threads. We opened a second inserter (lot 133016) we had in house and that inserter had less threads (~3 lot 133114). Update 14/jun/2018: spoke with rep. There are no complaints or allegations against the 52mm shell. Hospital will not provide further information.